Manufacturer narrative:
Product analysis: the output connector assembly was confirmed to be broken. The assembly was replaced. No other issues were identified. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had cracked connector ports and broken locking rings. The epg was returned for service. There was no patient involvement.